Manufacturer narrative:
Patient¿s height reported as 5 feet 2 inches. Additional device product code is ktt. (B)(4). Implanted 7 years ago; exact date is unknown. Complainant device is not expected to be returned for manufacturer review/investigation. Therapy date is 7 years ago; exact date is unknown. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a four- hole left olecranon plate on her ulna to address injury sustained to her ulna after being in a motor vehicle accident. The plate and a number of unknown screws were implanted 7 years ago. It is unclear if there was any additional hardware placed during that time. Recently, the patient suffered a postoperative periprosthetic fracture distal to the olecranon plate after a fall on an unknown date. The ulna bone was fractured at the most distal locking screw; no hardware was broken. The patient was revised on (B)(6) 2017, when the surgeon removed the two most distal 3.5mm x 18mm locking screws from the two most distal combination holes on the plate. The surgeon reportedly felt that previously implanted locking screw used in the last two combination holes has made the construct too rigid. As such the surgeon removed both locking screws and replaced the most distal locking screw with a 3.5mm x 18mm cortex screw (on the cortical side of the combination hole) and left the second most distal screw hole empty. After the original plate was reestablished, and the fracture reduced and aligned, the surgeon implanted second plate (2.7mm locking compression plate with 8 holes) at a 90 degree angle to the olecranon plate. The 2.7 mm locking compression plate and seven 2.7mm cortex screws (16, 18, 20, 26mm lengths), one 2.7 mm locking screw (18mm length) and one 3.5mm cortex screw (18mm length) were implanted to address the newly sustained fracture. The 2.7mm screws were all self-tapping t8 stardrive screws while the 3.5mm cortex screw was self tapping. The surgery was successfully completed without any additional medical intervention; no additional x-rays were required and there was no patient harm. The patient was reported to be recovering fine and the surgeon was reportedly pleased with the final results. The explanted screws removed intact. Concomitant devices reported: locking screw (part # unknown, lot # unknown, quantity unknown). This report is for one (1) 3.5mm locking screw. This is report 2 of 3 for complaint (B)(4).